Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device was successfully implanted. An hour after the procedure the patient developed blood pressure instability and was found to have a pericardial effusion leading to cardiac tamponade. A pericardiocentesis was performed with 400ml being removed. The patient was stable and heparin was reversed at time of the pericardiocentesis. The location of the perforation that occurred during the procedure was unable to be identified. The patient was discharged to home (B)(6) 2020.